Event description:
Patient had MRI port placed in lt. Subclavacular area on 1/23/92. The port & tubins were removed on 2/13/92. The physician stated he could not ascertain why there was improper function of the MRI port. One could not get uniflow but absolutely could not aspirate at all. This may have been secondary to the clot that was around the distal end of the portdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: inherent risk of procedure. Conclusion: other. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, other. The device was not destroyed/disposed of.